Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the programmed user interface pcb and system controller pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not show anything on the screen and was non-functional. There was no pt use associated with the event.